Manufacturer narrative:
Patient demographics requested. No demographics information has been received. A medtronic representative inspected the imaging system on-site. If was found that the door was not making sufficient contact with the door close switch. The door switch was properly aligned on the left side of the gantry so that it is more sensitive and consistently engaged. This adjustment resolved the issue. A full imaging system check-out was completed following the aforementioned troubleshooting and adjustments, and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system gantry door would intermittently not close completely. The pendant would sometimes display that the door was open when it seemed to be closed. The procedure was completed successfully with medtronic imaging after a delay of less than one hour. The patient was not impacted. No additional details were provided.